Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during a heart operation, the doctor noticed that the patient became desaturated. He traced the problem back to the hme which was broken. Intervention - the doctor replaced the hme with a new hme from the same box and safely completed the surgery. The patient was reported as fine.